Event description:
The physician was using the integris h5000 systems and the monitor blanked during the procedure. The lab had x-ray indicators on with no visible image and no error indication at the user interface or acquisition console. No errors indication at the user interface or acquisition console. No errors found in the system error log. The system was rebooted and the physician completed his procedure. There was no patient injury reported. The manufacturer indentified the problem as being caused by firmware on the xrb pcb. The manufacturer supplied the site with new firmware which has been installed. Additionally, an external interface box was installed which will allow fluoro imaging while the system is being rebooted if the error were to happen again. Since installation of the firmware no reboots have been required and the problem has not reappeared.

Event description:
Supplemental info: the factory has released the firmware for the xrb pcb on field change order (fco) 72200006. The firmware corrects a timing error of a prom on the xrb-n board. The change order may affect 274 systems and is installed as no cost to the customer. The first kit was installed at no cost to the customer. The first kit was installed in 2002 and the expected closure date for the fco is 08/2002. The date 174 systems have been evaluated for this fco and 156 have had the kit installed. Replaced prom 4522 105 33911 with 4522 105 33912 on the xrb-n board.